Manufacturer narrative:
The insulin pump was monitored and all of the operating currents tested within the specified range. No unexpected battery alarms were noted. No blank display or failed battery test alarm was noted. A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection.

Event description:
It was reported the insulin pump alarmed weak battery on (B)(6) so customer's mother changed the battery. Then on (B)(6) the device alarmed failed battery test, changed battery, and alarm reoccurred. On the 11th low battery again and on the 12th the device went blank. An off no power alarm was noted in the device but the customer's mother does not recall seeing it that day. Customer's mother received a new battery cap and issues reoccurred again. Customer's mother was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacture report number 2032227-2014-33928.